Event description:
After receiving a total of 4 cordis drug emitting stents, I have been plagued with angina pain. I have rec'd 6 heart caths to rule out blockages and continue to live in pain as a normal response. I have been hospitalized with angina 8 times since the stents were placed. Prior to placement of these stents, I experienced no angina. I have not been able to find out if this has been reported as a side effect of these stents and I'm wondering if there is a treatment protocol to help this.